Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 4.00 x 32mm synergy? Xd drug-eluting stent was advanced for treatment. However, during delivery, the device was fractured. The procedure was completed and there were no complications reported post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was disposed and will not be returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This code was selected as the most probable complaint cause based on the lack of information available. The complaint device was not returned for analysis therefore reported allegation could not be confirmed. The cause of the reported shaft break could not be established. It was not possible to determine whether procedural technique, patient anatomy or another factor may have contributed to the shaft break occurring during the procedure. As a result, a definitive root cause cannot be confirmed based on the available information.

Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 4.00 x 32mm synergy? Xd drug-eluting stent was advanced for treatment. However, during delivery, the device was fractured. The procedure was completed and there were no complications reported post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.